Event description:
It was reported that the head broke off of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the end user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the head broke off of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the end user facility, there was no patient involvement and no delay to a surgical procedure.